Manufacturer narrative:
The mentor failure analysis lab has received the suspect medical device. Upon receipt of the devices, it was discovered that the devices were manufactured in leiden, netherlands. The leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, mentor will discontinue further reporting of this event. Section d. Suspect medical device: added device information as per receipt of the device. Block g2 - manufacturer contact phone number: +31()717513644. Block g1 - manufacturer site fax: +31()652583126. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade iii, rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient who underwent a breast augmentation revision with two 550cc mentor memorygel breast implants experienced bilateral grade iii capsular contracture and bilateral rupture of implants postoperatively. The patient experienced pain and tightening bilaterally, and capsular contracture and rupture were confirmed by a physician. As a result, the patient underwent explantation and replacement with 500cc mentor memorygel breast implants, catalog # 3505001bc, on (B)(6) 2020. This medwatch report is for the left-sided implant.